Event description:
Pt received an overinfusion of insulin. Bag (unk volume) found empty after 2 hrs (was running at 6ml/hr). Pt was given d10. Event logs were emailed and no programming errors were identified. Devices and sets were requested for investigation. Although customer plans on sending back the devices, they have not arrived as of 10/04/06. A follow-up report will be sent after the investigation is complete.

Manufacturer narrative:
This report was filed by the MFR.